Manufacturer narrative:
The patient has two (2) evoke percutaneous leads implanted which cannot be distinguished. The 2nd lead details are below: product description: evoke cap12 percutaneous lead kit - 90cm. Model #: 102879. Catalog#: 3009. Serial/lot #: (B)(6). Manufacture date: 09dec2022. Expiration date: 08dec2024. The leads were not returned to saluda. The root cause of the reported event cannot be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "temporary or persistent post-surgical pain at hardware implantation sites" and "erosion of the implanted components through the skin and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for skin perforation at the lead implant site. The evoke scs system was explanted, and antibiotics were prescribed.